Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer would clear the alarm or replace pump supplies and resume insulin therapy. Customer also reported using fiasp insulin and was informed that this is off label insulin by tandem technical support. Customer blood glucose read "high" on the cgm graph. Elevated blood glucose was addressed by a bolus via the pump.